Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of three for the same complaint; see also 3004485144-2016-00173 and 00175.

Event description:
The sales associate reported broken instruments; two torque wrench handles and two screw inserters. One screw inserter was stripped and the other broke in the case. The screw inserter that broke in the case was unable to finish tightening the final screw.

Manufacturer narrative:
The returned device was examined. The pentalobe tip has fractured off and the alignment block is also fractured. The complaint is confirmed. The cause of the event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage, including screw hole preparation and screw installation.